Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a blood glucose of 356 mg/dl for several hours while paired with a libre freestyle libre 3 plus sensor, during which the device appeared to stop dosing insulin after a trend down was detected by the algorithm. Review of system data showed a missed meal announcement preceding the high, with subsequent automated reactive dosing and evidence of insulin absorption. Symptoms included hyperglycemia. Outcomes included no hospitalization, no medical intervention beyond self-management, and education on system use. Investigation included review of device data and clinical history with troubleshooting and user education. Investigation of this case revealed that the ilet algorithm suspended insulin in response to a downward glucose trend after reactive dosing to an unannounced meal, and that the insulin delivery functioned as designed with sensor connectivity intact. It was concluded, based on previously established findings for similar reports, that user operational factors, specifically a missed meal announcement, were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.